Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43-environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. Customer also stated that her blood glucose results were running higher than normal. The customer is concerned with blood test results from results obtained of 338, 135 and 422 mg/dl. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/27/2018 and open vial date is one month. The meter memory was reviewed for previous test result history (date / time not set): 338mg/dl (B)(6) 2017 11:22 pm fasting:yes, 135mg/dl (B)(6) 2017 07:40 am fasting:yes, 422mg/dl (b)(5) 2017 11:09 pm fasting:yes, 171mg/dl (B)(6) 2017 07:20 am fasting:yes, 119mg/dl (B)(6) 2017 12:30 pm fasting:yes, memory concerns:undisclosed. Customer called regarding high results that she is getting from her meter on a control solution test. Date and time is not currently set up correctly in the customers meter. Had customer perform a control solution test and the result was out of range.